Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg. Site name- coherent inc. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 365 laser fiber was used during a cystoscopy, bilateral ureteroscopy, left jj stent placement and right stent exchange, left laser lithotripsy, bilateral retrograde pyelogram procedure in the kidney performed on (B)(6) 2016. Reportedly, the laser unit used was a holmium laser with settings of 0.8 joules and 5hz with total energy of 0.3 kilojoules. The laser fiber was being used to break up kidney stones. According to the complainant, during the procedure, the laser fiber cracked upon firing. The physician removed the laser fiber within the scope from the patient and found a break in the middle of the fiber body. There were no fiber fragments that fell inside the patient. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "patient was not harmed".